Event description:
Fail code 812:02 on channel a. Information was not provided regarding whether or not the failure occurred during a pt infusion. No reports of any pt incident involving this pump since the last baxter service event.